Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic peritoneal catheter placement. Event description: the date of the initial surgery, in which pieces of inzii were retained in the patient, is unknown. In a surgery on (B)(6)2025, the doctor was performing a laparoscopic peritoneal catheter placement and working in the abdomen. They moved and cut away adhesions and found a guide bead and a piece of plastic from a bag in the patient. The initial procedure was a gallbladder removal and was 15 years ago. The initial procedure did not occur at a [facility]. The pieces were removed using a cd003. The unit is not returning. Additional information obtained from account manager via email on 30jan2025: there is no information if the procedure on (B)(6)2025 occurred as a result of the medical device retained in the patient or if it was non-related to the procedure. There is no information on the patient's status. Additional information obtained from account manager via email on 04feb2025: the account manager spoke with the resident the following day and he said the patient was okay. Intervention: used cd003 to remove the pieces. Patient status: patient was okay.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided, confirming the complainant¿s experience of component detachment. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic peritoneal catheter placement. Event description: the date of the initial surgery, in which pieces of inzii were retained in the patient, is unknown. In a surgery on (B)(6) 2025, the doctor was performing a laparoscopic peritoneal catheter placement and working in the abdomen. They moved and cut away adhesions and found a guide bead and a piece of plastic from a bag in the patient. The initial procedure was a gallbladder removal and was 15 years ago. The initial procedure did not occur at a [facility]. The pieces were removed using a cd003. The unit is not returning. Additional information obtained from account manager via email on 30jan2025: there is no information if the procedure on (B)(6) 2025 occurred as a result of the medical device retained in the patient or if it was non-related to the procedure. There is no information on the patient's status. Additional information obtained from account manager via email on 04feb2025: the account manager spoke with the resident the following day and he said the patient was okay. Intervention: used cd003 to remove the pieces. Patient status: patient was okay.